Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve for the manifold valve was not shifting fully. Additional malfunctions include the inlet filer was dirty, and the cabinet filter was dirty.